Event description:
The customer reported to olympus that bronchofiberscope the image was getting black spot on it. The event occurred during preparation for use. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the forceps channel port was shaved. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the forceps channel port being shaved due to physical stress, the additional findings are as follows: due to a cut on bending section cover, water tightness was lost; image guide bundle had significant breakages; adhesive on bending section cover was detached; due to wear of angle wire, bending angle in the up direction did not meet standard value; due to a dent on channel tube, channel cleaning brush and forceps could not be inserted smoothly; image guide protector had a scratch; the connecting tube had a dent; universal cord had a scratch; and the eyepiece had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the biopsy channel port may have been touched by endo therapy accessory or cleaning brush when those products were inserted/withdrawn, as a result, the suggested event occurred. Olympus will continue to monitor field performance for this device.